Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer rail was broken. A field service engineer powered off the station and removed/replaced main drawers 3.1 and 3.2 due to the rail on drawer 3.1 falling out, restarted the device, configured the drawers to the station, and performed a functionality test using the hardware test application. Verified that the drawer was functioning properly and confirmed the repair in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es side piece of the half height drawer was broken, railing or rack of the drawer piece just came off. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.